Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "capsular contracture (baker grade iii)" against left device. The device has been explanted.

Event description:
Healthcare professional additionally reported "hole in radius".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease flat. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional additionally reported "hole in radius".